Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable pacemaker device was suspected to be depleting prematurely. This pacemaker device which was only implanted for approximately two years has now have 4.5 years of longevity remaining. Boston scientific technical services (ts) discussed that a higher current drain is common on patients with persistent atrial fibrillation (af) or atrial flutter. Ts also suggested sending data for analysis to confirm. This device remains in service. No adverse patient effects were reported.